Event description:
It was reported that during reinfusion the device began leaking from the bag near the spike. There were no adverse consequences and no medical intervention required. It is unknown if blood was discarded or if pre-donated or bagged blood was required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.